Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type I. The reason for call was patient reported they are scheduled for MRI and need to know if it is safe to have the lumbar MRI. Patient stated they had a blood cloth surgery in 2020 during covid timeframe and something happened with the ins. Patient stated since 2020 they were having shocking, device changing position, and the  manufacturer representative (rep) tried several times to correct the issue. Patient stated rep indicated the ins may have fell out of the pocket. Patient let the implant die because the implant was painful and they were not willing to charge the implant because it shocks them. Patient stated they want to have the ins removed. Agent reviewed MRI information, device function, eligibility form, ins in possible overdischarge state and recommend patient consult with healthcare provider (hcp) office for next step. Patient said their current hcp does not work with the implant. Patient stated they do not have hcp for the implant. Patient stated the original hcp does not work at the clinic any longer. Agent consulted and reviewed information. The patient was redirected to their healthcare provider to further address the issue.